Event description:
The patient reported that when the electrotherapy treatment ran for a few minutes she felt the intensity briefly jump to a higher level. The intensity level was high for less than one second. The patient did not incur any injuries from the event. The treatment configuration is: stim, ifc-4p cc, intensity 15ma, time 15mins, freq 1 50hz, freq 2 150hz, e-size 60mm vacuum cup. The machine and electrode are in good condition. The therapist performed a self treatment and no issues were noted with the device.

Manufacturer narrative:
Device is for export only.